Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.